Event description:
The pt was being treated for cervical pain using the iontopheresis modality when the pt received a burn. The therapist had set the treatment up for fifteen mins at an intensity of 9. Ten minutes into the treatment the pt expressed discomfort and the therapist terminated the treatment. The therapist removed the treatment electrodes and found no signs of a burn. The pt reported later that she began feeling pain and went to the emergency room. The medical treatment prescribed at the emergency room was not provided. The degree of the burn was noted to be 2nd degree. The remaining specifics of the pt's burn were not provided. The facility does not prep the skin prior to treatment but does check the skin for cleanliness. The pt's progress towards recovery was not impeded and continues treatment at the facility without incident. The therapist applied the treatment with 2x2 inch electrodes. The therapist could not determine the number of uses of the electrodes.

Manufacturer narrative:
A device evaluation was performed by our engineering department. Root cause is unk because the device performed to specification and to its intended use. The engineering department did not find any problems with the device. The device labeling identifies adverse effects; skin irritation and burns beneath the electrodes have been reported with the use of powered muscle stimulators. Conclusion: ifc waveform demonstrated proper operation of the control and output circuitry. While the unit may generate many waveforms, all but the high volt (see figure 3 & 4), use the same output circuitry involved in the generation and delivery of stimulation. See figure 2,5,6,7 and 8. Unit passed all tests conducted, no anomalies were found. In accordance with the manual, size, type, usage, and condition play an important part in the proper delivery and electrotherapy. The electrodes cannot be ruled out as a factor regarding the incident stated in the report. Pt skin preparation or electrode placement can contribute to the reported incident. Iontopheresis takes a dc waveform which is not on this unit. The unit meets all manufactures specifications.